Event description:
It was reported that there was t-wave oversensing (twos). In office check revealed twos following ventricular pacing in various programmed setting configurations. The device was reprogrammed to the setting that has the least frequent twos and the patient will be followed more closely. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.